Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) display was flickering/shaking. There was patient involvement; however, no injury or harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse identified poor contact in the video receiver board and the flexible (ribbon) cable. The connectors were cleaned and resecured, and proper operation was verified. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications.